Manufacturer narrative:
On 12/12/2017 medwatch (B)(4) was received from the FDA. On 12/20/2017 medwatch (B)(4) was received from facility and it was noted that the report was also sent to the FDA. Samples from the same lot number were received from the customer. The samples were tested for adhesion and met product specifications. Customer reported it was unknown if the tubing was caught on something or if patient movement was associated with this event. This patient sometimes reportedly became restless and moved near the end of her treatments. Customer stated this lot of tape was used on many other patients and there were no other reports of low adhesion with use of this tape.

Event description:
An outpatient dialysis clinic reported that an (B)(6) female patient experienced blood loss and was found vomiting and unresponsive following dislodgement of her arterial and venous hemodialysis access needles. The patient was re-cannulated with a new fistula needle, oxygen and saline were administered and pressure was held over the previous cannulation sites. The needles were reportedly secured with micropore plus paper tape. Ems was called and the patient was transported to the hospital where she later passed away.